Event description:
Device malfunction: none. Symptoms/ae: myocardial infarction. Time of malfunction/ae: four days after the procedure. It was reported that 4 days post an uneventful right internal carotid artery stenting procedure, the patient was rehospitalized with shortness of breath and chest pain, diagnosed as a non-st elevation myocardial infarction. Treatment included nitroglycerine, lovenox, lasix and oxygen. Four days post onset and eight days post procedure, with status improved, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study report. The device remains in the patient. The lot number was provided. Myocardial infarction is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.